Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. The embolization coil created a knot while being re-sheathed by the penumbra investigator prior to the functional analysis. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the embolization coil may start taking shape inside the hub, resistance may be experienced, and damage such as this may occur. The offset coil winds likely further contributed to the resistance experienced when attempting to advance the coil. Prior to the functional analysis, the penumbra investigator was re-sheathing the smart coil; however, while re-sheath the smart coil the embolization coil created a knot. While attempting to remove the knot to functionally test the device, more of the embolization coil windings were damaged. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a major aorto-pulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached four smart coils in the target vessel using a non-penumbra microcatheter. After introducing the introducer sheath of a new smart coil through the hub of the microcatheter, the physician encountered resistance and was unable to advance the coil. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.